Event description:
It was reported by the aci clinical specialist that a female pt underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the superficial femoral artery via a 6f sheath (model unk). A pre-procedure femoral angiogram showed the vessel size to be 6mm. Following the procedure, the technician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that after the sheath was removed and the technician was getting ready to tamp, it was noticed that all or most of the sealant was in the slit of the black tube. The sealant was not deployed in the pt and the procedure was aborted. The pt was converted to 20 minutes of manual compression at which time hemostasis was achieved. The pt was ambulated and discharged to home the same day with no clinical sequela noted.

Manufacturer narrative:
Visual inspection of the returned device showed the shuttle cartridge was disengaged from the handle with the procedural sheath pulled back against the shuttle. The advancer tube was engaged to the proximal tamp lock. A segment of the sealant was found adhered to the inside wall of the shuttle cartridge. The catheter shaft and the shuttle cartridge were inspected for presence of adhesive. No anomalies were observed. Further investigation revealed excess adhesive fillet around the distal edges of proximal tamp lock which might have prevented the advancer tube from properly engaging the tamp locks. However, it was not identified as a contributing factor to the reported incident. The review of the lhr (lot f1323801) indicated that the mynx lot met all established performance criteria prior to shipment. The complaint was initially classified as "failure to deploy"; however, the advancer tube was engaged to the lock as received. Based on the investigation performed, the classification was changed to sealant stuck to device component. Based on the info received and the investigation performed, the root cause of sealant stuck to device component could not be conclusively determined.